Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the day after the device was implanted there was a lead integrity alert due to artifacts and the sensing integrity count was high. The lead displayed noise and re-programming was performed. It was also reported the lead was possibly fractured and there was a grommet/setscrew problem with the device. During surgical intervention the electrode appeared to be properly attached to the device and all the measurements were found to be ¿okay.¿ no venous access was possible, and the physician decided to remove, replace the device and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw. If information is provided in the future, a supplemental report will be issued.